Event description:
Pt with type ii diabetes mellitus had a needle surgically removed. A nurse had performed the injection of insulin and after injection they had noticed that the needle had come off. X-ray showed that the needle had broken off and remained in the patient's body. The needle had not been re-used. The patient was stitched up with five sutures. The patient has recovered from the event.